Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result from the cobas 6000 c501 module. The initial result was 154.7 mmol/l and the repeat result was 142.9 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found the rinse tubing was broken and repaired it. Calibration, qc, and precision testing were acceptable. The investigation determined the service actions resolved the issue.